Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use to treat stenosis and a high thrombus load in the superficial femoral artery (sfa). During the procedure, the blades stopped rotating and the catheter was stuck on the guidewire. The procedure was completed with a new device, same model. There were no patient complications.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use to treat stenosis and a high thrombus load in the superficial femoral artery (sfa). During the procedure, the blades stopped rotating and the catheter was stuck on the guidewire. Another 2.4mm jetstream was selected but also became entrapped on the guidewire. The procedure was completed with a new device, same model. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device eval by MFR: the returned product consisted of a jetstream xc atherectomy catheter. Visual and microscopic inspection was completed. Visual and microscopic examination revealed no damages. The device was functionally tested by inserting it into a jetstream console. The unit was able to prime and ran as intended. Device to device interaction test was performed by inserting a test guidewire into the device. The guidewire was able to pass through without any issues. Inspection of the remainder of the device presented no damage or irregularities.